Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that in the morning, the patient experienced elevated blood glucose (bg) of 300 mg/dl without reported symptoms and was bolused with insulin per the healthcare provider's sliding scale recommendations. At lunchtime that same day, the patient's bg was low at 37 mg/dl with symptoms described "as if she was drunk," to include shakiness, eye rolling and difficulty walking. The patient was treated with consumption of food and juice. The reporter stated that the patient had been having low bg in the afternoons after lunch and the patient's healthcare provider had suggested pre-correcting before the patient eats lunch and then again after she ate lunch. During troubleshooting with animas customer technical support (acts), the patient's low bg levels were attributed to trying to cover the amount of carbohydrates the patient was going to eat for lunch, but the patient was not eating enough carbohydrates for the amount of insulin she was pretreated with. The reporter was not familiar with the insulin on board function of the pump, which was a contributing factor of the reported adverse event. This complaint is being reported because the patient experienced low bg as a result of improper dosing and calculating technique for carbohydrate coverage.